Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Additional 510k#: k000682 device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 05.oct.2016 expiry date: 01.sep.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As it was reported that the head part of the screw was broken and the surgeon could not remove it. The screw was remaining in the patient. Please do provide a statement regarding the material. The DHR review for the work order (B)(4)/ part number 413.370s showed that there were no ncs raised during the manufacturing of this lot neither scrap documented. As well as, its material certificate with charge number (B)(4) shows that the raw material used to manufacture the lot in question it is according to its specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgery for the fracture of left femur was performed on (B)(6) 2017. During the surgery, a locking screw was inserted into the plate and the position of it was confirmed by x-ray. The plate was set backward, so that the surgeon tried to remove the screw. At that time, head part of the screw was broken and the surgeon could not remove it. The screw was remaining in the patient and the surgery was finished. The surgery was completed with a 10-minute delay. There was no adverse consequence to the patient. No other medical intervention required. This complaint involves 1 part. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).